Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed for the generator on 06/23/2015. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.693 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed for the lead on 07/07/2015. A coil break was identified in one of the lead coils. The silicone tubing of this coil (coil 3) appears to be abraded/torn open at approximately 2-2.2cm past the electrode bifurcation. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portions. Scanning electron microscopy images of the coil show that pitting or electro-etching conditions have occurred. However, due to mechanical distortion (smoothed surfaces) and pitting or surface contamination the fracture mechanism cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance. It was reported that the high impedance was observed by system diagnostics in the operating room. There was no patient manipulation or trauma that may have caused or contributed to the high impedance. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date. The returned product form indicated that the lead was replaced due to high impedance and the generator was replaced prophylactically due to ifi.